Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during analysis. Final analysis found that the lead was returned in two pieces. The insulation was abraded at 6.0cm to 6.7cm from the distal tip, which exposed the outer coil.